Event description:
Information was received from a health care provider (hcp), consumer, and manufacturing representative regarding a patient receiving intrathecal fentanyl 2000 mcg/ml and bupivacaine 35 mg/ml. The indication for use was non-malignant pain. The critical pump alarm occurred due to an empty reservoir. The health care provider (hcp) could not inject any drug into the pump. The patient "had not been using the pump for a long time." The patient missed his refill appointment on "monday or tuesday" (from (B)(6) 2016). The patient was not having symptoms. The pump was successfully refilled.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.